Manufacturer narrative:
A ge service rep performed an on site investigation. Waiting on customer approval for system repairs.

Event description:
The customer reported the system failed to boot up. No report of pt injury.